Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the data for the time of the reported blood glucose excursions is not available for review due to continued pump use. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues occurring. Multiple "replace battery" alarms were observed in the pump history. The pump's electrical draws were found to be within specifications. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was evidence of corrosion observed in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported he has been experiencing erratic blood glucose levels for the past three days. Blood glucose levels have been ranging from 52 mg/dl to 540 mg/dl. The patient states his blood glucose level was 54 mg/dl in the night and he ran a temp basal rate of -90% for 4 hours and corrected with glucose tablets. The patient states his blood glucose levels have been elevated, he then corrects them and he drops low. He stated that he is currently using a bottle of insulin which was sent to him for free. No indication of a pump malfunction.